Manufacturer narrative:
The manufacturer previously reported incorrect information . The following correction has been updated in this report. Corrected information g3 (date received by manufacturer) that was not captured in the pervious report was corrected in this report. Corrected information h6 (adverse event problem) that was not captured in the pervious report was corrected in this report. Manufacturer reference : (B)(4).

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description. A root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by how the device was maintained. However, the customer did not provide the information regarding how the patient handled and maintained the device. IFU-7322 rev 7 (silent nite (english)) contains the following statement in the "before inserting the device" under the maintenance care and storage guidelines section: "brush and floss the teeth, then thoroughly rinse the mouth and the device with clean water. If the patient uses mouthwash at bedtime, patient must thoroughly rinse the mouth with water afterward. All traces of mouthwash must be rinsed out of the mouth." IFU-7322 rev 7 (silent nite (english)) contains the following statement in the "precautions" under the maintenance care and storage guidelines section: "do not soak the device in mouthwash, denture cleanser. Hot water (>50 c) or alcohol. Do not wash the device with soap, toothpaste, or mouthwash. Do not dry the device with a blow dryer. Do not store in direct sunlight." IFU-7322 rev 7 (silent nite (english)) contains the following statement in the warning section: "use of the device may cause · tooth movement or changes in dental occlusion · gingival or dental soreness · obstruction of oral breathing · pain or soreness to the temporomandibular joint · excessive salivation". Corrective action. No corrective action is warranted at this time. Complaint handling team will continue to track and trend for similar incidents. Manufacturer reference: (B)(4).

Event description:
It was reported by a healthcare professional that a patient had a material reaction to the silent nite appliance. After patient started using the device they were experiencing burning tongue, hurting gum issues, and their palate was breaking out. The patient has stopped using the appliance and is changing to a different appliance.

Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacture internal reference number is (B)(4).